Event description:
A malfunction on the pump was reported by the customer, which occurred after a cat scan was performed while wearing the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a resolution, tandem technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.